Event description:
It was reported that a patient underwent a total hysterectomy on (B)(6) 2013 and an absorbable adhesion barrier was used. Three days after the surgery, the patient developed a fever and had pain in the lower abdomen. From the photo images conducted on the patient, it was found that an abscess developed in the patient. The patient underwent another procedure one week after the total hysterectomy. During the re-operation, the absorbable adhesion barrier was removed and the interior of the pelvis was washed out. Adhesion prevention was not used in the reoperation. Upon reoperation, it was noted that the size of the implanted adhesion barrier was found to be about 20% of the original size as absorption was already begun. After the reoperation, symptoms of an ileus were seen on the patient and the patient was monitored at the hospital.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.